Manufacturer narrative:
The manufacturer previously reported information alleging a patient experienced a ventilation inoperative alarm right away when they had turned on the trilogy evo device. The patient alleged that they had turned the trilogy evo device off and on, but the device continued to alarm each time. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow railed high, was observed on the device's error log. The service technician evaluated and determined the machine flow sensor had caused the ventilator inoperative condition to occur on the device. In conclusion, the device's machine flow sensor needs replaced to address the issue. The root cause is confirmed at this time. The device was scrapped. The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) , did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a patient experienced a ventilation inoperative alarm right away when they had turned on the trilogy evo device. The patient alleged that they had turned the trilogy evo device off and on, but the device continued to alarm each time. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.